Event description:
Reporter indicated that vns patient fell from a drop attack and subsequently had bleeding on the brain. It was reported that the patient had undergone generator replacement surgery for end of service apprximately 6 months prior and that the drop attack occurred while ramping the replacement generator up. The patient had reportedly experienced significant seizure control with their first generator, but has been having "violence" episodes which they cannot remember since reimplant. Treating neurologist indicated that he believes that the patient is having a different form of seizures. Device output current is currently set at 2.0ma. Treating neurologist plans to increase output current to 2.25ma or 2.50ma, and may then increase the duty cycle because neurologist is not comfortable increasing to 2.75ma yet, which is what the patient was set to prior to generator replacement surgery.